Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during laparoscopic myomectomy, one hour after the start of surgery, the insufflator automatically shut down. After restarting, it displayed high pressure and automatically shut down again after about ten minutes. The surgery could only proceed after replacing with another insufflator." No negative impact in state of health reported.